Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump black box history showed that unexplained power events had occurred. The pump battery compartment and the returned battery cap were confirmed to be intact. The battery cap secured to the pump appropriately and maintained electrical connection; the pump was exercised for 24 hours without power interruptions. The battery cap was examined and confirmed all contacts were within specifications. The pump was opened and a component was found to be detached from the circuit. The intermittent power issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.